Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer stated that they have received multiple no delivery alarms from their insulin pump. The customer states that they have to rewind the device to resolve the issue each time the device alarmed. The customer was assisted with reviewing the customer's settings on their insulin pump. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis. The customer was advised to call back to troubleshoot the issue when the alarm occurs again.